Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/13/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. In a image it was observed that the implant was covered with scar tissue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/6/2020, patient underwent breast augmentation with two 450cc mentor memorygel breast implants catalog: 3507450bc lot: 5592967 serial number: unknown. Patient also experienced bilateral rupture post procedure. Right sided baker grade ii was provided for reported capsular contracture reported in initial. As a result, patient underwent bilateral removal with no replacement on (B)(6)2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation surgery with two unknown mentor breast implants experienced bilateral pain and hardness post procedure. The mentioned complications have not been confirmed by physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-18466 for contralateral prosthesis report.